Event description:
Additional information was reported through voluntary medwatch report mw5161964. The patient¿s hemodynamics prior to surgery were normal. The patient's operating course was prolonged and complicated, which required an extensive blood transfusion.

Manufacturer narrative:
Additional information was reported through voluntary medwatch report mw5161964. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including pericardial fluid collection, infection, and death, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several sections of the heartmate 3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed an infection on (B)(6) 2024 with positive blood cultures of staphylococcus epidermis, which was meca/c methicillin resistance. The source of the infection was thought to be from the blood, due to aortic valve vegetation and a possible aortic root abscess. They also had a left buttock abscess. The patient experienced symptoms of fever, nausea/vomiting, diarrhea, sweats, and shaking chills. The infection was treated with 2 grams of ampicillin intravenously every 12 hours for 2 days. They planned to treat with vancomycin for at least 6 weeks, in addition to rifampin 300 mg three times per day for at least 6 weeks. The patient then required a pump exchange due to the infection on (B)(6) 2024. When the physician removed the pump, there appeared to be a non-occlusive thrombus in the inflow cannula. The patient had no history of symptoms or alarms related to thrombus and there were no recent changes to pump parameters. There was no spike in lactate dehydrogenase (ldh) levels and the patient had appropriate international normalized ratio (inr) levels in the therapeutic range with the exception of two results of 1.8 earlier in the year. The patient had been dialysis dependent until about three weeks prior to the pump exchange. Following the initial surgery for the aortic root repair and subsequent need for the ventricular assist device (vad) in (B)(6) 2022. The patient developed renal dysfunction. The patient had been slowly recovering prior to the pump exchange. Additional diagnostic testing results were provided, which revealed the patient had a severely decreased global systolic function with an estimated ejection fraction of 10-20%. The right ventricular cavity size was mildly enlarged, which caused the global systolic right ventricular function to be moderately reduced. It was later reported that the patient passed away on (B)(6) 2024 due to a cardiac tamponade and candida orthopsilosis fungemia. The new pump operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.